Event description:
A report was received that the patient's ipg was not able to hold its charge and eventually unable to take a charge. The patient had non-device related procedures wherein electrocautery was believed to have been used. The patient underwent an ipg replacement and was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of the battery won't hold its charge could not be verified. Upon receiving,the device was completely depleted. After being charged, the ipg regained its functionality and passed all the required tests. The database analysis confirmed that battery depletion rate is expected range. Sleep current of the device was within the expected range. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg was not able to hold its charge and eventually unable to take a charge. The patient had non-device related procedures wherein electrocautery was believed to have been used. The patient underwent an ipg replacement and was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).